Manufacturer narrative:
(B)(4). Device manufacture date - "11/28/2018."

Event description:
It was reported that a failed transmitter error was reported. Data was provided for investigation. The problem was confirmed. The probable root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.